Event description:
It was reported that, shortly after implantable cardioverter defibrillator (ICD) system implant, safety pacing was observed during device telemetry. Device interrogation revealed that p wave values had dropped significantly which resulted in intermittent undersensing. The atrial sensitivity settings were adjusted and it was decided by the physician to check the atrial sensing the next morning and reposition the atrial lead if no improvement was observed. Atrial sensing the following morning was still low and the decision was made by the physician to reposition the atrial lead. The lead was repositioned and normal atrial sensing was achieved. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6935m62 implantable tachy lead, (B)(6) 2014. (B)(4).